Event description:
It was reported that the reservoir volume was not updated after a refill on (B)(6) 2012. The reservoir volume was programmed at 18.3 ml instead of the refilled volume of 40.0 ml. The mistake was caught that day and the patient was updated to the correct reservoir volume. On (B)(6) 2012, the patient¿s pump was alarming due to empty reservoir volume. The pump was interrogate and showed the correct reservoir volume on 38 ml, but an erroneous alarm date of (B)(6) 2012. The pump was programmed again to clear the erroneous alarm and update the correct alarm date. The patient did not experience any symptoms and therapy was continuous throughout the event. The device system was used to deliver gablofen.

Manufacturer narrative:
Concomitant products: product ID 8840, product type programmer, physician; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).